Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer states that the bristles on their go betweens were falling off and the bristles were getting stuck between their teeth